Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 57 mm abdominal aortic aneurysm. The patient had extremely tortuous anatomy. It was reported that after deployment of the 16/20/124 endurant limb, the nose cone was not able to be re-sheathed towards the graft cover due to the extreme vessel tortuosity. The device was pulled out while rotating (spinning) the delivery system to navigate the tortuous anatomy. When the delivery system was pulled out of patient's left side, it was noted that the shaft of the delivery system was severed at 10-15cm from the nose cone and the nose cone remained lodged in the patient. The surgical team decided to insert a snare on the left side and were ultimately successful in snaring the nose cone and removing it from the patient. The physician stated that although the anatomy was extremely tortuous, the surgeon was surprised that the delivery system severed. No other cause was suggested. The patient lost more blood than typical for a standard evar case. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation results are: a review of a single still pre-implant 3d-CT (unknown scan date) confirmed that the patient¿s iliac arteries were extremely tortuous and calcified. The take-off for both the left and right common iliacs were acutely angulated laterally ~90 deg to the distal aorta. The left common and left internal iliac arteries appeared aneurysmal and the right common iliac artery was short in length. Lack of scale on the film did not permit any measurements to be performed. The proximal neck was mildly angulated and both the neck and aaa were also extensively calcified. A single still image during the implant showed that the bifurcate and contra limb had been implanted; only the proximal portion of the bifurcate from above the flow divider was visible in this single non-contrast image. The contra limb opened on the patient¿s left side a guidewire was seen placed up through the bifurcate ipsi limb on the right side, and an uncaptured tip and intact guidewire from an unknown delivery system (possibly the contra limb) was seen placed up the contra limb and was at the level of the suprarenal stents. No obvious stent graft issues or any issues with the d-s or tip were seen, and it was unclear from this image if the tip had detached. Several photograph¿s of the device in the or after it was removed from the patient confirmed that the guidewire lumen and tip had detached approximately 10 ¿ 15cm from the distal end of the tip. No obvious issues were seen with the tip or guidewire. The cause of the tip detachment could not be determined from these limited films and photo¿s provided. The single film during implant could not conclude the reason for this event; however, from the pre-implant CT it is possible that the severely tortuous and calcified iliac arteries may have contributed. Review of several photos of the devices post-implant did not reveal any characteristics that could explain the observed behavior. It is possible that removing the device without re-sheathing the tip, and possible lack of guidewire support, may have contributed to the tip detachment.

Manufacturer narrative:
Device evaluation results are: the event was confirmed; the tapered tip had become severed from the delivery system. The root cause of the event could not conclusively be determined; however, not recombining the graft cover to the tapered tip and twisting the delivery system in an attempt to remove the device from the patient¿s tortuous anatomy likely contributed to the event. (B)(4).